Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diseased mucous membrane, local infection / subacute chronic osteitis, infection, swelling, inflammation ((B)(6) are same patient).